Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (cva/stroke). Evaluation conclusions: inherent risk of procedure ¿ (cva/stroke). (B)(4).

Event description:
During index procedure, the patient had one endeavor drug-eluting stent implanted to the lad. Approximately 47 months post index procedure, the patient was hospitalized due to stroke. Investigator indicated that the reported event was not related to the study device.